Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The patient effect and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device during an endovascular aneurysm repair (evar) interventional procedure. Reportedly, an unspecified failure occurred with the prostyle device. A tear in the artery occurred. It was suspected that the artery was torn due to the prostyle device. Surgery was performed to repair the artery and achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.